Event description:
It was reported that the patient had complications from a non-device related spinal surgery and developed an infection on the spinal cord stimulator equipment. All device components were compromised, and the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5110266/7079923.